Manufacturer narrative:
Bci field service engineer (fse) indicated that the cause for the leak of diluent and blood was a blocked needle waste line. The customer flushed the aspiration line, needle vent/waste lines to clear the plug. The customer had resolved the issue.

Event description:
A customer contacted beckman coulter, inc (bci) and reported that approximately 2 ml of blood leak coming from the lower front of the diluter on coulter lh 500 hematology analyzer was observed. The user was wearing personal protective equipment at the time of the incident. No one was splashed or sprayed. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The material safety data sheet (msds) was not reviewed, but it is readily available. The lab's exposure control/risk management plans are in place. There was no death, injury or change to patient treatment attributed or associated to this event.